Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer sweating while doing yoga and insulin pump was in her bra. Customer reported that as a result, a button error alarm was received and could not be cleared. Customer believes her blood glucose was 40 mg/dl and was treated with food. Customer was advised that insulin pump would need to be replaced.